Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 41070, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported issue during the sine cycle and via remotefe. The complaint regarding an error was not confirmed based on the field evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system reflected error 41070 pointing to the master tool manipulator (mtm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the mtm to resolve the issue. Isi has not yet received the product on which to perform a failure analysis evaluation. The investigation to determine the cause of this reported event is currently in progress. A follow-up MDR will be submitted if additional information becomes available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the da vinci system triggered error 41070 pointing to the master tool manipulator (mtm). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted the fault along with error 23027. The customer refused to exercise the mtm and power cycle the system. The customer did ask assistance to move the patient side cart (psc) and disconnect the fiber cable to suppress system error 41070. The procedure was converted to an open surgery since no time was left to do troubleshooting. Isi attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.